Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted that the lead passed introducer test.

Event description:
It was reported that during an implant procedure, a lead was attempted to achieve his bundle pacing however the lead would not capture the his with a reasonable pacing threshold. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.